Manufacturer narrative:
The device was returned june 12, 2025, and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that there was a cloudy image. No negative impact in state of health reported.

Manufacturer narrative:
During the examination, a bent shaft was detected. In the shaft a dent is visible. Due to the impact points at the distal tip, particles are visible in the rod lens system. The distal solder seam is clearly chemically attacked and leaking. The image is cloudy and blurred due to the infiltrated moisture that has penetrated through the chemically damaged solder seam. The damage found cannot be attributed to a manufacturing/production fault. Likely, the damage was caused during clinical use or clinical reprocessing. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID_(B)(4).